Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No alarm was noted for a protruded drive support disk.

Event description:
It was reported that the insulin pump alarmed during the priming process and kept looking through the rewind and prime stage. The blood glucose reading was 96 mg/dl. The customer stated that insulin kept squirting out and that she also did multiple infusion set changes. She observed that insulin continues to drip after the motor stops during the manual prime process. She was unable to exit the "preparing to prime" loop and nothing worked because of a failed battery test. Upon troubleshooting, the insulin pump did not exit the rewind complete and bolus delivery loop nor complete the fill tubing process successfully. Advised replacement of the insulin pump. Nothing further reported.